Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time reason for reoperation: "surgeon said rupture was a complete mess", "bra's didn't fit right for 3 years", "severe migraines", and "sick since 2017 possibly related to rupture".

Event description:
Patient's husband reported left side "surgeon said rupture was a complete mess", "bra's didn't fit right for 3 years", "severe migraines", and "sick since 2017 possibly related to rupture". Device has been explanted.